Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient was emergently intubated due to hemodynamic instability. After the procedure, blurry vision and diplopia with right facial weakness was reported. A head computed tomography (CT) revealed no acute abnormalities and nuero predicts a pons midbrain stroke. A brain magnetic resonance imaging (MRI) the following day revealed multifocal regions of restricted diffusion involving the cerebral hemisphere, right thalamus, and right cerebellum consistent with acute early subacute embolic infarcts. There was no evidence of intracranial hemorrhage. The following month, the patient recovered. No additional adverse patient effects were reported.